Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the device was found to have heavy bites, dents and chemical damage. The image was found distorted and the channel was found to have a leak due to tear on the channel wall. The identified parts were replaced, device was repaired. Once completed, the device passed all testing requirements and specifications. Based on evaluation findings the reported issue was attributed to mishandling and or maintenance. The device was repaired and issue was resolved.

Event description:
It was reported that the device was found to have the insertion tube coating peeling off and with bite marks. The issue was found during the preparation for use.

Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.